Event description:
A company rep reported on behalf of a surgeon that balanced salt solution leaked from a cassette. The pak was exchanged and the surgery was completed without any problems. No harm to the pt was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).